Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the laser power was low and there was no output during a procedure. The procedure was completed with the same system after adjusting the fiber position. There was no impact to the pt.